Manufacturer narrative:
Date of initial report : 2017-04-19. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the device did not seal. It is unknown if regrasp alarms occurred or if end tones, indicating a completed seal cycle, were heard. No tissue damage. No bleeding. No patient injury reported. Another device was opened to complete the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : 2017-04-19. Date of follow-up report: 2017-07-03. Updated with new information. One used ls1037 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness.